Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular lead was repositioned due to heart wall perforation. Surgery for hole repair, and pericardial centesis was performed due to cardiac tamponade. No additional adverse patient effects were reported.